Event description:
It was reported the patient is deceased and died approximately nine weeks post explant of the implantable cardioverter defibrillator (ICD) system. The patient developed an infection with a swollen device pocket and the device system was explanted. The organism was identified as proteus mirabilis. The cause of death was reported as sepsis with worsening heart failure, non- sudden cardiac death. The patient was enrolled in the(B)(6) clinical study.

Manufacturer narrative:
.

Event description:
Additional information was received and reported the patient was initially hospitalized due to pocket swelling was treated and recovered. The patient had worsening heart failure and one week later was admitted to the hospital with a pocket infection. The device system was explanted and an epicardial defibrillation coil was placed. One week later the patient developed septic shock followed by toxic encephalopathy. Six weeks later the patient developed cardiac decompensation with severe septicemia and urosepsis and died.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: 694965 lead implanted: (B)(6) 2006; 4096 lead implanted: (B)(6) 2003. (B)(4).